Manufacturer narrative:
(B)(4). Additional information: on (B)(6) 2012, follow up information was received from the nurse. On (B)(6) 2012, the patient was discharged from the hospital and stopped treatment with cefazolin and fortum. On (B)(6) 2012, the patient recovered from peritonitis with culture positive for enterococcus. The event of peritonitis with culture positive for enterococcus was unrelated to baxter products.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. This condition of peritonitis - no malfunction or use error was not confirmed, as the disposable set was not returned to baxter. The assignable cause could not be determined. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a nurse in vietnam. This report is of peritonitis in a patient coincident with dianeal pd4 1.5% and 2.5% therapies. During a call with baxter vietnam technical services, the following was reported. On an unreported date in (B)(6) 2012, the patient experienced diarrhea often. The patient was treated with an unspecified medication for the diarrhea. On (B)(6) 2012, the patient experienced peritonitis, manifested by cloudy effluent. On the same day, the patient was hospitalized for peritonitis. On (B)(6) 2012, the patient started treatment with cefazoline and fortum for peritonitis. The cause of peritonitis was not reported. The patient was recovering from peritonitis. Reportedly the peritonitis was unrelated to baxter products.